Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the current ipg site. Surgical intervention was undertaken on (B)(6) 2014. The physician opted to utilize a new ipg due to sterility purposes and relocated it to the abdomen.